Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's cubie had failed, was unrecoverable, and could not be detected on the cubie map. The field service engineer (fse) had found that pocket six in the cubie drawer of the main station chassis displayed a read write error and could not be ejected. The fse had disassembled the drawer and removed the pocket, it functioned correctly in hardware testing but still showed the error in the application. The fse had resolved the issue by reseating the row board cable connection, restarting the station and tested for functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, cubies was failed, and it was unable to detect on cubie map. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.